Manufacturer narrative:
An investigation was performed and it was determined that the connector would be mofified to improve lead insertion characteristics.

Event description:
The rptr indicated connection problems with the is1 port on the rv lead. The physician spent about ten minutes trying to free the mechanism.